Event description:
It was reported that the customer had high blood glucose levels (491 mg/dl). Customer delivered manual injection to stabilize blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).